Event description:
It was reported that the patient experienced a jolting sensation ("strange impulses") near the lumbar area while driving. The patient also experienced a loss of therapeutic effect. The neurostimulator site was "puffy" and sore. Movement by the patient caused changes in stimulation. There was no known related incident or accident reported. X-rays were performed in (B)(6) 2011, and "everything was normal." The device was checked with a physician programmer and it was determined that "things were not in range." The patient met with the physician in (B)(6) 2011. The patient turned the device off on (B)(6) 2011. The patient was scheduled to have a replacement surgery performed on (B)(6) 2011. No information was provided related to the patient's outcome. A follow-up report will be sent if additional information becomes available. See manufacturer report # 3004209178-2011-03979 for previous device issue.

Manufacturer narrative:
(B)(4).